Event description:
Surgeon reported that corneal opacity was seen in many cases, two to three months post lasik surgery. Surgeon stated that this was not related to dlk (diffuse lamellar keratitis). Increased usage of steroids was reported, with regards to the medical action taken to mitigate reported issue. Upon further f/u, case details were provided for one pt. This report references the left eye of that pt. MFR report# 3003288808-2012-00217 reference the right eye, of the same pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).